Manufacturer narrative:
Additional information: remedial action initiated; correction/removal rpt number. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6)2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Event description:
It was reported that the patient presented with "clicking of his hip" for two months. It was reported that the patient arrived in the emergency dept presenting with femoral head disassociation from femoral stem trunion. It was reported that patient had undergone primary hip arthroplasty in 2009. It was reported that the patient underwent revision surgery (B)(6)2017.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not available.

Event description:
It was reported that the patient presented with "clicking of his hip" for two months. It was reported that the patient arrived in the emergency dept presenting with femoral head disassociation from femoral stem trunion. It was reported that patient had undergone primary hip arthroplasty in 2009. It was reported that the patient underwent revision surgery (B)(6) 2017.